Event description:
The mother's customer reported that the patient insulin pump had a crack on the short side of the pump , close to the dome. The customer's blood glucose level was 163 mg/dl. The customer was advised to discontinue use of the insulin pump . The customer was advised that the insulin pump will be replaced and returned.

Manufacturer narrative:
Findings: pump received with cracked end cap, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.